Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 37-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included cramp in lower abdomen, bloating, uterine polyp, upper back pain, urinary incontinence, cough, multigravida, parity 3 and tooth decay. Concurrent conditions included hypothyroidism, neck pain, lightheadedness, micturition frequency, abdominal pain, vaginal discharge (she has had a vaginal discharge (notice pink mucus on (B)(6) 2016)), irregular menstruation, perineal pain, uterine bleeding, vaginal bleeding, polyp of corpus uteri, excessive menstruation, dyspareunia, pelvic discomfort, sleep disorder, headache, cervicalgia, insomnia, muscle ache, muscle stiffness, muscle spasms, feeling cold, appetite lost, weight loss, hot flashes, amenorrhea, menopausal, migraine, chronic pain, muscle tightness, neck stiffness, back stiffness, motion sickness, numbness, spondylosis, fatigue, night sweats, temperature intolerance, cervical facet arthrosis, postmenopause, arthralgia, emotional lability, homicidal ideation, post-traumatic stress disorder, enthesopathy, stress incontinence, adenomyosis, vomiting, delayed period, diarrhea, emesis, bleeding intermenstrual, mood altered, foggy feeling in head and vaginal prolapse. Concomitant products included aloe vera latex, botulinum toxin type a (botox), diazepam (valium), duloxetine hydrochloride (cymbalta), duloxetine hydrochloride (duloxetine hcl), escitalopram oxalate (lexapro), gabapentin, gabapentin (neurontin), hydroxyzine, ibuprofen (motrin), levothyroxine, lidocaine (lidoderm), medroxyprogesterone acetate (provera), ondansetron (zofran), progesterone and sertraline hydrochloride (zoloft). On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous ("miscarriage"), genital haemorrhage ("bleeding"), autoimmune disorder ("autoimmune-like symptoms"), loss of consciousness ("excessive sweating blackouts"), cerebral small vessel ischaemic disease ("cranial small vessel disease"), fall ("severe fall after spine surgery"), nervous system disorder ("neurological issues (chronic)"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), inflammation ("chronic inflammation"), infection ("infection"), spinal osteoarthritis ("cervical spine degeneration \ osteoarthritis (neck) with inflammation"), migraine ("migraines (chronic)"), breast tenderness ("breast sensitivity & swelling"), breast swelling ("breast sensitivity & swelling"), fatigue ("chronic fatigue"), eye movement disorder ("twitching eye (rt)"), lacrimation increased ("watery eye (rt)"), depression ("loss of family/friends - social life depression"), pain in jaw ("jaw pain & pressure"), nausea ("nausea"), dizziness ("dizziness"), bladder pain ("bladder pain/issues - loss of control"), anaemia ("anemia after miscarriage"), vision blurred ("blurry vision with severe fall after spine surgery"), endometriosis ("endometriosis"), anxiety ("anxiety multiple surgeries due to issues"), osteoarthritis ("osteoarthritis (knee) with inflammation"), urinary incontinence ("bladder pain/issues - loss of control"), intervertebral disc degeneration ("degenerative disc disease"), back disorder ("back problems"), spondylitis ("arthritis of spine") and feeling abnormal ("brain fog") and was found to have a pregnancy with contraceptive device ("post implant pregnancy"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy.). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, autoimmune disorder, loss of consciousness, cerebral small vessel ischaemic disease, fall, nervous system disorder, urinary tract disorder, allergy to metals, inflammation, infection, spinal osteoarthritis, migraine, breast tenderness, breast swelling, fatigue, eye movement disorder, lacrimation increased, depression, pain in jaw, nausea, dizziness, bladder pain, anaemia, vision blurred, endometriosis, anxiety, osteoarthritis, urinary incontinence, intervertebral disc degeneration, back disorder, spondylitis and feeling abnormal outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, allergy to metals, anaemia, anxiety, autoimmune disorder, back disorder, bladder pain, breast swelling, breast tenderness, cerebral small vessel ischaemic disease, depression, dizziness, endometriosis, eye movement disorder, fall, fatigue, feeling abnormal, genital haemorrhage, infection, inflammation, intervertebral disc degeneration, lacrimation increased, loss of consciousness, migraine, nausea, nervous system disorder, osteoarthritis, pain in jaw, pelvic pain, pregnancy with contraceptive device, spinal osteoarthritis, spondylitis, urinary incontinence, urinary tract disorder and vision blurred to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion dates: (B)(6) 2007 & 2006. Proper micro insert placement was checked by counting the trailing coils. 2 coils were trailing in the uterine cavity. The same steps were carried out on the contralateral side. After successful placement of the second micro insert, 3 trailing coils were visualized in the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2007: negative. Ultrasound pelvis - on (B)(6) 2016: impression: normal pelvic ultrasound. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 37-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included cramp in lower abdomen, bloating, uterine polyp, upper back pain, urinary incontinence, cough, multigravida, parity 3 and tooth decay. Concurrent conditions included hypothyroidism, neck pain, lightheadedness, micturition frequency, abdominal pain, vaginal discharge (she has had a vaginal discharge (notice pink mucus on (B)(6) 2016)), irregular menstruation, perineal pain, uterine bleeding, vaginal bleeding, polyp of corpus uteri, excessive menstruation, dyspareunia, pelvic discomfort, sleep disorder, headache, cervicalgia, insomnia, muscle ache, muscle stiffness, muscle spasms, feeling cold, appetite lost, weight loss, hot flashes, amenorrhea, menopausal, migraine, chronic pain, muscle tightness, neck stiffness, back stiffness, motion sickness, numbness, spondylosis, fatigue, night sweats, temperature intolerance, cervical facet arthrosis, postmenopause, arthralgia, emotional lability, homicidal ideation, post-traumatic stress disorder, enthesopathy, stress incontinence, adenomyosis, vomiting, delayed period, diarrhea, emesis, bleeding intermenstrual, mood altered, foggy feeling in head and vaginal prolapse. Concomitant products included aloe vera latex, botulinum toxin type a (botox), diazepam (valium), duloxetine hydrochloride (cymbalta), duloxetine hydrochloride (duloxetine hcl), escitalopram oxalate (lexapro), gabapentin, gabapentin (neurontin), hydroxyzine, ibuprofen (motrin), levothyroxine, lidocaine (lidoderm), medroxyprogesterone acetate (provera), ondansetron (zofran), progesterone and sertraline hydrochloride (zoloft). On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous ("miscarriage"), genital haemorrhage ("bleeding"), autoimmune disorder ("autoimmune-like symptoms"), loss of consciousness ("excessive sweating blackouts"), cerebral small vessel ischaemic disease ("cranial small vessel disease"), fall ("severe fall after spine surgery"), nervous system disorder ("neurological issues (chronic)"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), inflammation ("chronic inflammation"), infection ("infection"), spinal osteoarthritis ("cervical spine degeneration \ osteoarthritis (neck) with inflammation"), migraine ("migraines (chronic)"), breast tenderness ("breast sensitivity & swelling"), breast swelling ("breast sensitivity & swelling"), fatigue ("chronic fatigue"), eye movement disorder ("twitching eye (rt)"), lacrimation increased ("watery eye (rt)"), depression ("loss of family/friends - social life depression"), pain in jaw ("jaw pain & pressure"), nausea ("nausea"), dizziness ("dizziness"), bladder pain ("bladder pain/issues - loss of control"), anaemia ("anemia after miscarriage"), vision blurred ("blurry vision with severe fall after spine surgery"), endometriosis ("endometriosis"), anxiety ("anxiety multiple surgeries due to issues"), osteoarthritis ("osteoarthritis (knee) with inflammation"), urinary incontinence ("bladder pain/issues - loss of control"), intervertebral disc degeneration ("degenerative disc disease"), back disorder ("back problems"), spondylitis ("arthritis of spine") and feeling abnormal ("brain fog") and was found to have a pregnancy with contraceptive device ("post implant pregnancy"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy.). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, autoimmune disorder, loss of consciousness, cerebral small vessel ischaemic disease, fall, nervous system disorder, urinary tract disorder, allergy to metals, inflammation, infection, spinal osteoarthritis, migraine, breast tenderness, breast swelling, fatigue, eye movement disorder, lacrimation increased, depression, pain in jaw, nausea, dizziness, bladder pain, anaemia, vision blurred, endometriosis, anxiety, osteoarthritis, urinary incontinence, intervertebral disc degeneration, back disorder, spondylitis and feeling abnormal outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, allergy to metals, anaemia, anxiety, autoimmune disorder, back disorder, bladder pain, breast swelling, breast tenderness, cerebral small vessel ischaemic disease, depression, dizziness, endometriosis, eye movement disorder, fall, fatigue, feeling abnormal, genital haemorrhage, infection, inflammation, intervertebral disc degeneration, lacrimation increased, loss of consciousness, migraine, nausea, nervous system disorder, osteoarthritis, pain in jaw, pelvic pain, pregnancy with contraceptive device, spinal osteoarthritis, spondylitis, urinary incontinence, urinary tract disorder and vision blurred to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion dates: (B)(6) 2007 & 2006. Proper micro insert placement was checked by counting the trailing coils. 2 coils were trailing in the uterine cavity. The same steps were carried out on the contralateral side. After successful placement of the second micro insert, 3 trailing coils were visualized in the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2007: negative. Ultrasound pelvis - on (B)(6) 2016: impression: normal pelvic ultrasound. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: heavy bleeding, pelvic pain , nausea. Depression, anxiety, swelling. Concerning the injuries reported in this case, the following ones reported via social media: degenerative disc disease, back problems and pain in head and feeling abnormal most recent follow-up information incorporated above includes: on 27-jan-2020: social media received- new event brain fog was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included cramp in lower abdomen, bloating, uterine polyp, upper back pain, urinary incontinence, cough, multigravida, parity 3 and tooth decay. Concurrent conditions included hypothyroidism, neck pain, lightheadedness, micturition frequency, abdominal pain, vaginal discharge (she has had a vaginal discharge (notice pink mucus on (B)(6) 2016)), irregular menstruation, perineal pain, uterine bleeding, vaginal bleeding, polyp of corpus uteri, excessive menstruation, dyspareunia, pelvic discomfort, sleep disorder, headache, cervicalgia, insomnia, muscle ache, muscle stiffness, muscle spasms, feeling cold, appetite lost, weight loss, hot flashes, amenorrhea, menopausal, migraine, chronic pain, muscle tightness, neck stiffness, back stiffness, motion sickness, numbness, spondylosis, fatigue, night sweats, temperature intolerance, cervical facet arthrosis, postmenopause, arthralgia, emotional lability, homicidal ideation, post-traumatic stress disorder, enthesopathy, stress incontinence, adenomyosis, vomiting, delayed period, diarrhea, emesis, bleeding intermenstrual, mood altered, foggy feeling in head and vaginal prolapse. Concomitant products included aloe vera latex, botulinum toxin type a (botox), diazepam (valium), duloxetine hydrochloride (cymbalta), duloxetine hydrochloride (duloxetine hcl), escitalopram oxalate (lexapro), gabapentin, gabapentin (neurontin), hydroxyzine, ibuprofen (motrin), levothyroxine, lidocaine (lidoderm), medroxyprogesterone acetate (provera), ondansetron (zofran), progesterone and sertraline hydrochloride (zoloft). On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous ("miscarriage"), genital haemorrhage ("bleeding"), autoimmune disorder ("autoimmune-like symptoms"), loss of consciousness ("excessive sweating blackouts"), cerebral small vessel ischaemic disease ("cranial small vessel disease"), fall ("severe fall after spine surgery"), nervous system disorder ("neurological issues (chronic)"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), inflammation ("chronic inflammation"), infection ("infection"), spinal osteoarthritis ("cervical spine degeneration \ osteoarthritis (neck) with inflammation"), migraine ("migraines (chronic)"), breast tenderness ("breast sensitivity & swelling"), breast swelling ("breast sensitivity & swelling"), fatigue ("chronic fatigue"), eye movement disorder ("twitching eye (rt)"), lacrimation increased ("watery eye (rt)"), depression ("loss of family/friends - social life depression"), pain in jaw ("jaw pain & pressure"), nausea ("nausea"), dizziness ("dizziness"), bladder pain ("bladder pain/issues - loss of control"), anaemia ("anemia after miscarriage"), vision blurred ("blurry vision with severe fall after spine surgery"), endometriosis ("endometriosis"), anxiety ("anxiety multiple surgeries due to issues"), osteoarthritis ("osteoarthritis (knee) with inflammation"), urinary incontinence ("bladder pain/issues - loss of control"), intervertebral disc degeneration ("degenerative disc disease"), back disorder ("back problems"), spondylitis ("arthritis of spine"), feeling abnormal ("brain fog"), amnesia ("short term memory"), visual impairment ("eye sight problem"), neuralgia ("nerve pain"), irritable bowel syndrome ("ibs"), spinal pain ("cervical spine/nerve pain") and frustration tolerance decreased ("constant frustration") and was found to have a pregnancy with contraceptive device ("post implant pregnancy"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy.). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, autoimmune disorder, loss of consciousness, cerebral small vessel ischaemic disease, fall, nervous system disorder, urinary tract disorder, allergy to metals, inflammation, infection, spinal osteoarthritis, migraine, breast tenderness, breast swelling, fatigue, eye movement disorder, lacrimation increased, depression, pain in jaw, nausea, dizziness, bladder pain, anaemia, vision blurred, endometriosis, anxiety, osteoarthritis, urinary incontinence, intervertebral disc degeneration, back disorder, spondylitis, feeling abnormal, amnesia, visual impairment, neuralgia, irritable bowel syndrome and spinal pain outcome was unknown and the frustration tolerance decreased had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, allergy to metals, amnesia, anaemia, anxiety, autoimmune disorder, back disorder, bladder pain, breast swelling, breast tenderness, cerebral small vessel ischaemic disease, depression, dizziness, endometriosis, eye movement disorder, fall, fatigue, feeling abnormal, frustration tolerance decreased, genital haemorrhage, infection, inflammation, intervertebral disc degeneration, irritable bowel syndrome, lacrimation increased, loss of consciousness, migraine, nausea, nervous system disorder, neuralgia, osteoarthritis, pain in jaw, pelvic pain, pregnancy with contraceptive device, spinal osteoarthritis, spinal pain, spondylitis, urinary incontinence, urinary tract disorder, vision blurred and visual impairment to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion dates: (B)(6) 2007 & 2006 proper micro insert placement was checked by counting the trailing coils. 2 coils were trailing in the uterine cavity. The same steps were carried out on the contralateral side. After successful placement of the second micro insert, 3 trailing coils were visualized in the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2007: negative. Ultrasound pelvis - on (B)(6) 2016: impression: normal pelvic ultrasound.. The following information was received from social media short term memory, eye sight problem, nerve pain, ibs. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Event added- short term memory, eye sight problem, nerve pain, ibs. Reporter information were added. On (B)(6) 2020: social media received: events were added (pain in cervical spine, frustration). New reporter was added. Narrative was amended. On (B)(6) 2020: based on the information available the risk assessment favorable. On (B)(6) 2020: social media received. No new information was received. New reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 37-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included cramp in lower abdomen, bloating, uterine polyp, upper back pain, urinary incontinence, cough, multigravida, parity 3 and tooth decay. Concurrent conditions included hypothyroidism, neck pain, lightheadedness, micturition frequency, abdominal pain, vaginal discharge (she has had a vaginal discharge (notice pink mucus on (B)(6) 2016)), irregular menstruation, perineal pain, uterine bleeding, vaginal bleeding, polyp of corpus uteri, excessive menstruation, dyspareunia, pelvic discomfort, sleep disorder, headache, cervicalgia, insomnia, muscle ache, muscle stiffness, muscle spasms, feeling cold, appetite lost, weight loss, hot flashes, amenorrhea, menopausal, migraine, chronic pain, muscle tightness, neck stiffness, back stiffness, motion sickness, numbness, spondylosis, fatigue, night sweats, temperature intolerance, cervical facet arthrosis, postmenopause, arthralgia, emotional lability, homicidal ideation, post-traumatic stress disorder, enthesopathy, stress incontinence, adenomyosis, vomiting, delayed period, diarrhea, emesis, bleeding intermenstrual, mood altered, foggy feeling in head and vaginal prolapse. Concomitant products included aloe vera latex, botulinum toxin type a (botox), diazepam (valium), duloxetine hydrochloride (cymbalta), duloxetine hydrochloride (duloxetine hcl), escitalopram oxalate (lexapro), gabapentin, gabapentin (neurontin), hydroxyzine, ibuprofen (motrin), levothyroxine, lidocaine (lidoderm), medroxyprogesterone acetate (provera), ondansetron (zofran), progesterone and sertraline hydrochloride (zoloft). On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous ("miscarriage"), genital haemorrhage ("bleeding"), autoimmune disorder ("autoimmune-like symptoms"), loss of consciousness ("excessive sweating blackouts"), cerebral small vessel ischaemic disease ("cranial small vessel disease"), fall ("severe fall after spine surgery"), nervous system disorder ("neurological issues (chronic)"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), inflammation ("chronic inflammation"), infection ("infection"), spinal osteoarthritis ("cervical spine degeneration \ osteoarthritis (neck) with inflammation"), migraine ("migraines (chronic)"), breast tenderness ("breast sensitivity & swelling"), breast swelling ("breast sensitivity & swelling"), fatigue ("chronic fatigue"), eye movement disorder ("twitching eye (rt)"), lacrimation increased ("watery eye (rt)"), depression ("loss of family/friends - social life depression"), pain in jaw ("jaw pain & pressure"), nausea ("nausea"), dizziness ("dizziness"), bladder pain ("bladder pain/issues - loss of control"), anaemia ("anemia after miscarriage"), vision blurred ("blurry vision with severe fall after spine surgery"), endometriosis ("endometriosis"), anxiety ("anxiety multiple surgeries due to issues"), osteoarthritis ("osteoarthritis (knee) with inflammation"), urinary incontinence ("bladder pain/issues - loss of control"), intervertebral disc degeneration ("degenerative disc disease"), back disorder ("back problems"), spondylitis ("arthritis of spine"), feeling abnormal ("brain fog"), amnesia ("short term memory"), visual impairment ("eye sight problem"), neuralgia ("nerve pain"), irritable bowel syndrome ("ibs"), spinal pain ("cervical spine/nerve pain") and frustration tolerance decreased ("constant frustration") and was found to have a pregnancy with contraceptive device ("post implant pregnancy"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy.). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, autoimmune disorder, loss of consciousness, cerebral small vessel ischaemic disease, fall, nervous system disorder, urinary tract disorder, allergy to metals, inflammation, infection, spinal osteoarthritis, migraine, breast tenderness, breast swelling, fatigue, eye movement disorder, lacrimation increased, depression, pain in jaw, nausea, dizziness, bladder pain, anaemia, vision blurred, endometriosis, anxiety, osteoarthritis, urinary incontinence, intervertebral disc degeneration, back disorder, spondylitis, feeling abnormal, amnesia, visual impairment, neuralgia, irritable bowel syndrome and spinal pain outcome was unknown and the frustration tolerance decreased had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, allergy to metals, amnesia, anaemia, anxiety, autoimmune disorder, back disorder, bladder pain, breast swelling, breast tenderness, cerebral small vessel ischaemic disease, depression, dizziness, endometriosis, eye movement disorder, fall, fatigue, feeling abnormal, frustration tolerance decreased, genital haemorrhage, infection, inflammation, intervertebral disc degeneration, irritable bowel syndrome, lacrimation increased, loss of consciousness, migraine, nausea, nervous system disorder, neuralgia, osteoarthritis, pain in jaw, pelvic pain, pregnancy with contraceptive device, spinal osteoarthritis, spinal pain, spondylitis, urinary incontinence, urinary tract disorder, vision blurred and visual impairment to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion dates: (B)(6) 2007 & 2006. Proper micro insert placement was checked by counting the trailing coils. 2 coils were trailing in the uterine cavity. The same steps were carried out on the contralateral side. After successful placement of the second micro insert, 3 trailing coils were visualized in the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2007: negative. Ultrasound pelvis - on (B)(6) 2016: impression: normal pelvic ultrasound. The following information was received from social media short term memory, eye sight problem, nerve pain, ibs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2020: final report was ticked. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), pregnancy with contraceptive device ('post implant pregnancy'), abortion spontaneous ('miscarriage'), genital haemorrhage ('bleeding'), autoimmune disorder ('autoimmune-like symptoms'), loss of consciousness ('excessive sweating blackouts') and cerebral small vessel ischaemic disease ('cranial small vessel disease') in a 37-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included cramp in lower abdomen, bloating, uterine polyp, upper back pain, urinary incontinence, cough, multigravida, parity 3 and tooth decay. Concurrent conditions included hypothyroidism, neck pain, lightheadedness, micturition frequency, abdominal pain, vaginal discharge (she has had a vaginal discharge (notice pink mucus on (B)(6) 2016)), irregular menstruation, perineal pain, uterine bleeding, vaginal bleeding, polyp of corpus uteri, excessive menstruation, dyspareunia, pelvic discomfort, sleep disorder, headache, cervicalgia, insomnia, muscle ache, muscle stiffness, muscle spasms, feeling cold, appetite lost, weight loss, hot flashes, amenorrhea, menopausal, migraine, chronic pain, muscle tightness, neck stiffness, back stiffness, motion sickness, numbness, spondylosis, fatigue, night sweats, temperature intolerance, cervical facet arthrosis, postmenopause, arthralgia, emotional lability, homicidal ideation, post-traumatic stress disorder, enthesopathy, stress incontinence, adenomyosis, vomiting, delayed period, diarrhea, emesis, bleeding intermenstrual, mood altered, foggy feeling in head and vaginal prolapse. Concomitant products included aloe vera latex, botulinum toxin type a (botox), diazepam (valium), duloxetine hydrochloride (cymbalta), duloxetine hydrochloride (duloxetine hcl), escitalopram oxalate (lexapro), gabapentin, gabapentin (neurontin), hydroxyzine, ibuprofen (motrin), levothyroxine, lidocaine (lidoderm), medroxyprogesterone acetate (provera), ondansetron (zofran), progesterone and sertraline hydrochloride (zoloft). On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), loss of consciousness (seriousness criterion medically significant), cerebral small vessel ischaemic disease (seriousness criterion medically significant), fall ("severe fall after spine surgery"), nervous system disorder ("neurological issues (chronic)"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), inflammation ("chronic inflammation"), infection ("infection"), spinal osteoarthritis ("cervical spine degeneration \ osteoarthritis (neck) with inflammation"), migraine ("migraines (chronic)"), breast tenderness ("breast sensitivity & swelling"), breast swelling ("breast sensitivity & swelling"), fatigue ("chronic fatigue"), eye movement disorder ("twitching eye (rt)"), lacrimation increased ("watery eye (rt)"), depression ("loss of family/friends - social life depression"), pain in jaw ("jaw pain & pressure"), nausea ("nausea"), dizziness ("dizziness"), bladder pain ("bladder pain/issues - loss of control"), anaemia ("anemia after miscarriage"), vision blurred ("blurry vision with severe fall after spine surgery"), endometriosis ("endometriosis"), anxiety ("anxiety multiple surgeries due to issues"), osteoarthritis ("osteoarthritis (knee) with inflammation"), urinary incontinence ("bladder pain/issues - loss of control"), intervertebral disc degeneration ("degenerative disc disease"), back disorder ("back problems") and spondylitis ("arthritis of spine") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy.). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, autoimmune disorder, loss of consciousness, cerebral small vessel ischaemic disease, fall, nervous system disorder, urinary tract disorder, allergy to metals, inflammation, infection, spinal osteoarthritis, migraine, breast tenderness, breast swelling, fatigue, eye movement disorder, lacrimation increased, depression, pain in jaw, nausea, dizziness, bladder pain, anaemia, vision blurred, endometriosis, anxiety, osteoarthritis, urinary incontinence, intervertebral disc degeneration, back disorder and spondylitis outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, allergy to metals, anaemia, anxiety, autoimmune disorder, back disorder, bladder pain, breast swelling, breast tenderness, cerebral small vessel ischaemic disease, depression, dizziness, endometriosis, eye movement disorder, fall, fatigue, genital haemorrhage, infection, inflammation, intervertebral disc degeneration, lacrimation increased, loss of consciousness, migraine, nausea, nervous system disorder, osteoarthritis, pain in jaw, pelvic pain, pregnancy with contraceptive device, spinal osteoarthritis, spondylitis, urinary incontinence, urinary tract disorder and vision blurred to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion dates: (B)(6) 2007 & 2006 proper micro insert placement was checked by counting the trailing coils. 2 coils were trailing in the uterine cavity. The same steps were carried out on the contralateral side. After successful placement of the second micro insert, 3 trailing coils were visualized in the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2007: negative. Ultrasound pelvis - on (B)(6) 2016: impression: normal pelvic ultrasound.. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: heavy bleeding, pelvic pain , nausea. Depression, anxiety, swelling. Concerning the injuries reported in this case, the following ones reported via social media: degenerative disc disease, back problems and pain in head most recent follow-up information incorporated above includes: on (B)(6) 2020: content from social media received. Events degenerative disc disease, back problems and pain in head were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pregnancy with contraceptive device ("post implant pregnancy"), abortion spontaneous ("miscarriage"), genital haemorrhage ("bleeding"), autoimmune disorder ("autoimmune-like symptoms"), loss of consciousness ("excessive sweating blackouts") and cerebral small vessel ischaemic disease ("cranial small vessel disease") in a (B)(6) year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included lower abdominal pain, bloating, uterine polyp, upper back pain, urinary incontinence, cough, multigravida, parity 3 and tooth decay. Concurrent conditions included hypothyroidism, neck pain, lightheadedness, micturition frequency, abdominal pain, vaginal discharge (she has had a vaginal discharge (notice pink mucus on (B)(6) 2016)), irregular menstruation, perineal pain, uterine bleeding, vaginal bleeding, polyp of corpus uteri, excessive menstruation, dyspareunia, pelvic discomfort, sleep disorder, headache, cervicalgia, insomnia, muscle ache, muscle stiffness, muscle spasms, feeling cold, appetite lost, weight loss, hot flashes, amenorrhea, menopausal, migraine, chronic pain, muscle tightness, neck stiffness, back stiffness, motion sickness, numbness, spondylosis, fatigue, night sweats, temperature intolerance, cervical facet arthrosis, postmenopause, arthralgia, emotional lability, homicidal ideation, post-traumatic stress disorder, enthesopathy, stress incontinence, adenomyosis, vomiting, delayed period, diarrhea, emesis, bleeding intermenstrual, mood altered, foggy feeling in head and vaginal prolapse. Concomitant products included aloe vera latex, botulinum toxin type a (botox), diazepam (valium), duloxetine hydrochloride (cymbalta), duloxetine hydrochloride (duloxetine hcl), escitalopram oxalate (lexapro), gabapentin, gabapentin (neurontin), hydroxyzine, ibuprofen (motrin), levothyroxine, lidocaine (lidoderm), medroxyprogesterone acetate (provera), ondansetron (zofran), progesterone and sertraline hydrochloride (zoloft). On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), loss of consciousness (seriousness criterion medically significant), cerebral small vessel ischaemic disease (seriousness criterion medically significant), fall ("severe fall after spine surgery"), nervous system disorder ("neurological issues (chronic)"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), inflammation ("chronic inflammation"), infection ("infection"), spinal osteoarthritis ("cervical spine degeneration\osteoarthritis (neck) with inflammation"), migraine ("migraines (chronic)"), breast tenderness ("breast sensitivity & swelling"), breast swelling ("breast sensitivity & swelling"), fatigue ("chronic fatigue"), eye movement disorder ("twitching eye (rt)"), lacrimation increased ("watery eye (rt)"), depression ("loss of family/friends - social life depression"), pain in jaw ("jaw pain & pressure"), nausea ("nausea"), dizziness ("dizziness"), bladder pain ("bladder pain/issues - loss of control"), anaemia ("anemia after miscarriage"), vision blurred ("blurry vision with severe fall after spine surgery"), endometriosis ("endometriosis"), anxiety ("anxiety multiple surgeries due to issues"), osteoarthritis ("osteoarthritis (knee) with inflammation") and urinary incontinence ("bladder pain/issues - loss of control") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy.). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, autoimmune disorder, loss of consciousness, cerebral small vessel ischaemic disease, fall, nervous system disorder, urinary tract disorder, allergy to metals, inflammation, infection, spinal osteoarthritis, migraine, breast tenderness, breast swelling, fatigue, eye movement disorder, lacrimation increased, depression, pain in jaw, nausea, dizziness, bladder pain, anaemia, vision blurred, endometriosis, anxiety, osteoarthritis and urinary incontinence outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, allergy to metals, anaemia, anxiety, autoimmune disorder, bladder pain, breast swelling, breast tenderness, cerebral small vessel ischaemic disease, depression, dizziness, endometriosis, eye movement disorder, fall, fatigue, genital haemorrhage, infection, inflammation, lacrimation increased, loss of consciousness, migraine, nausea, nervous system disorder, osteoarthritis, pain in jaw, pelvic pain, pregnancy with contraceptive device, spinal osteoarthritis, urinary incontinence, urinary tract disorder and vision blurred to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion dates: (B)(6) 2007 & 2006. Proper micro insert placement was checked by counting the trailing coils. 2 coils were trailing in the uterine cavity. The same steps were carried out on the contralateral side. After successful placement of the second micro insert, 3 trailing coils were visualized in the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2007: negative. Ultrasound pelvis - on (B)(6) 2016: impression: normal pelvic ultrasound. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: heavy bleeding, pelvic pain , nausea. Depression, anxiety, swelling." No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.